Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired on the cysctic artery and would not release from the artery. Another clip applier was used to remove the device. There was no patient consequence.